Event description:
It was reported the caregiver (cg) saw air in the blue clamp line. This occurred during the initial drain. The home patient (hp) was connected. The cg stated that the clamp on the line was closed and there was no bag on it. The technical service representative (tsr) advised the hp to start over with new supplies. There was no adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.